Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right ventricular (rv) lead had no capture. It was confirmed, that the rv lead was dislodged via fluoroscopy. The patient was asymptomatic. Upon trying to reposition the rv lead, the helix failed to extend. The rv lead was explanted and replaced. The patient was stable throughout the procedure.